Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. No similar events have been reported for this lot. The device was not returned.

Event description:
It was reported to nevro that the patient experienced pain at the midline incision site. The physician observed that the device was protruding through the skin. The device was removed and there have been no reports of further complications regarding this event.

Manufacturer narrative:
This report is to update event description.

Event description:
Follow up indicated that the patient was reimplanted with another nevro device and continued to use therapy. There have been no reports of further complications regarding this event.